Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through review of the archive. It noted that the tracing was done on the anterior part only around the eyes and on the cheeks. It was suggested to not do the traces on the soft tissue areas, which could lead to inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: sw kit 9735737 stealth s8 cranial, version 1.2.0. A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system, no hardware components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon alleged a 1 cm inaccuracy in the anterior direction. When on the surface near the mid-line, the system appeared accurate. The case was using the flat emitter and a trace registration. The clinical specialist (cs) present reported that the doctor was able to get a great registration metric and zones of accuracy. They verified registration before moving deeper in to the sinus and everything seemed accurate at the time. The surgeon was using the malleable suction and pointer. No delay to case. The surgeon aborted navigation and continued the case with the endoscope. There was no reported impact on patient outcome.